Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there were multiple telemetry monitoring screens (central station displays) that had lost telemetry monitoring for all beds. While philips devices provide mitigations related to the loss of centralized wireless monitoring (ie ¿no central mon¿ inop, visual and audible tones, local monitoring for mx40), a malfunction that leads to the loss of monitoring for numerous patients possibly with mixed wireless devices in multiple clinical units may result in a delayed response to an individual patient requiring emergent care. There was no report of patient injury or harm. The issue was found during central station monitoring of multiple patients.